Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have kidney cancer. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 09, 2025 and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have kidney cancer. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed that there is black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. The secondary findings were observed by the manufacture that dust-like contamination at the air inlet, on the pca (printed circuit assembly), in the blower box and throughout the inside enclosure. Sd (secure digital) card cover and ui (user interface) knob were missing. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was an evidence of sound abatement foam degradation. The manufacturer confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Sections d9, h2, h3 and h6 has been updated in this report.